Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.448" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding the head is broken was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade head of the harmonic ace instrument was severely broken. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that no fragment fell into the patient. The blade was broken off from the instrument. The instrument did not collide with any other instrument or tool during the procedure. Patient demographics were requested but were unable to be provided. There are no photos and/or videos of this event available for isi review.